Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 20 mg/ml morphine at 2.8 mg/day and 20 mg/ml marcaine at 2.8 mg/day via an implantable pump for non-malignant pain and other non-malignant pain. It was reported that the patient's pump went into safe state/motor stall and the patient experienced withdrawal symptoms on (B)(6) 2016. The pump was explanted and a new pump was implanted on (B)(6) 2016. It was noted that the volumes matched and the catheter was able to be aspirated. The issue was noted to be resolved and the patient was "alive - no injury".

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.